Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery for three of the infusion sets when filling the tubing. The blood glucose reading was 279 mg/dl. The customer treated with a manual injection. The customer was unable to troubleshoot and was advised to do a complete set change as soon as possible. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.